Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-03477; reference MFR report: 1627487-2016-03478. The patient had 2 leads with lot number 175482 (device 1). It was reported high impedances were observed during the patient's ipg replacement procedure on (B)(6) 2016 (reference MFR 1627487-2016-02579). The physician decided to replace all four leads and both extensions.